Event description:
It was reported by the customer that during use, the cardiosave hybrid (iabp) displayed alarm and failed to automatically inflate due to leak in the iab loop. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e1 event site telephone:(B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. The issue was addressed through device replacement and technical servicing. Specifically, the faulty iabp unit was removed from use and replaced with an alternative device, ensuring no patient harm occurred. A technical evaluation identified the cause as an automatic inflation failure and an iab loop leak. To resolve this, the pump assembly and pim (pneumatic interface module) were replaced, and the filter was also changed. Following these corrective actions, the system successfully passed all factory-specified performance and safety tests and was deemed suitable for clinical use.